Event description:
It was reported that during a low anterior resection procedure, this device applied only two staple lines (internal), while the other two external lines weren't applied. This problem provoked an incomplete closure of the tissue. So, the surgeon had to do a manual anastomosis. This problem prolonged the time of operation. Surgeon noted that inside the reload, there weren't the staple of the external lines. After few days, this pt was urgently operated because was noticed a sepsis on the tissue involved in the first operation.

Event description:
Additional information: no autopsy has been done, and for this reason no autopsy report is available. The cause of death was the peritonitis caused by the ileum perforation which occurred in day seven post op. In day three post op, a fistula had already occurred in the area of the anastomosis. After the surgery, the patient had been transferred to intensive care. The patient died 10 days after surgery, (B) (6) 2009.

Manufacturer narrative:
(B) (4). (B) (4). Additional analysis: further investigation was completed to determine if staples were present in the cartridge prior to use in surgery. The device and cartridge were examined visually and then with an optical microscope. The cartridge was subsequently disassembled and analyzed using a scanning electron microscope (sem). The sem can examine a material at very high magnification and greater resolution than an optical microscope. Additionally, the sem has an energy dispersive x-ray (edx) spectrometer attached that is capable of identifying the elements present in a material. It was noted how clean the surfaces of the components appeared, indicating that the device was thoroughly cleaned after surgery. When a stapler is fired, the staples rub along the bottom of the anvil pockets. Due to the high force at the staple tip and along the legs, some of the titanium will transfer from the staple onto the anvil surface. The resolution of the sem/edx is capable of resolving the small amounts of titanium on the surface and is capable of detecting if any of the titanium from the staples has been transferred onto the stainless steel anvil. The alloy used in the anvil does not contain any titanium. Multiple pockets were examined in multiple pockets from different rows of the anvil. Titanium was found in the pockets in at least three of the different rows. Another location where the staples will transfer material to the device is the cartridge. When the staples are loaded into the cartridge drivers during assembly, some of the staple metal will rub off onto the drivers especially at locations where there is reinforcing glass in the driver. Several drivers were examined from the cartridge and titanium was found in multiple drivers. The presence of titanium particles in the drivers and smeared titanium on the bottom of many of the anvil pockets indicates that the cartridge investigated for this product inquiry had staples loaded when the instrument was used.

Manufacturer narrative:
Info anticipated, but unavailable at this time.